Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
It was reported that during equipment testing and prior to the start of a cardiac surgery procedure, a temperature monitoring error was displayed (usacquisitionhw_31 error). The reported phenomenon occurred prior to patient sedation. The user replaced the z6ms with a v5m transducer and attached to different ports in an attempt to restart the system. When the system recognized the v5m, the user obtained another z6ms transducer to continue and complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.